Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented in the operating room for device change-out due to normal eri. High, out of range hv lead impedance was observed. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well and will be followed normally.